Event description:
It was reported that an unknown one-link device may have contributed to a central line and blood stream infection (details not provided). This event occurred in the oncology department. The step of therapy during which this occurred was not specified. Treatment and patient outcome were not reported. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is unknown. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4), the event was reported to have occurred in january (day and year not reported). Should additional relevant information become available, a supplemental report will be submitted.